Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate plus profile 425cc saline prosthesis, catalog #3502425, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round moderate plus profile 375cc saline prosthesis and experienced left sided deflation post procedure. As a result, an explant is planned for (B)(6) 2019.

Manufacturer narrative:
On 5/15/2019 the investigation was able to determine that the impacted product was a mentor smooth round moderate plus profile 425cc saline prosthesis, rather than the mentor smooth round moderate plus profile 375cc saline prosthesis reported previously. Section d has been updated with all new information. A manufacturing record evaluation (mre) was performed for the finished device number 6700760, and no non-conformances related to the reported complaint were identified. The investigation of the returned device was completed by the failure analysis lab on 6/4/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation of the breast implant. During evaluation of the sample a tear measuring approximately 0.2 cm was observed within a fold or wrinkle on the posterior aspect of the implant. No other anomalies were discovered. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Possible causes of deflation of saline-filled implants include, but are not limited to, the following events: excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2019. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).